Manufacturer narrative:
Additional information was received that the patient's explant procedure was not related to the device. The surgeon stated that the patient chose to be explanted because he no longer used the device and wanted an MRI prior to having a back surgery. There were no issues with the device and it was working properly.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-2138-50 serial # - (B)(4) description - linear lead, 50 cm with pre-loaded 0.012 inches stylet the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's entire precision system was explanted. The reason for the explant procedure is unknown.

Event description:
A report was received that the patient's entire precision system was explanted. The reason for the explant procedure is unknown.